Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately erratic when comparing blood glucose results taken one after another. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "433 and 191 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple hours after the start of the alleged issue, the patient claimed she felt symptoms of "shaky, confusion and loss of eyesight." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
It was reported that the customer had an issue where the endoplege introducer was too tight. The customer tried to inflate the balloon but it would not inflate so when the customer took it out they realized that inserting the ep through the introducer tore the balloon. The rep was not able to get the introducer as they used the same one with another catheter and then it went upstairs with the patient. They had the same problem with both catheters. The customer was able to get the 2nd catheter to work but it was very difficult for them to get it through the introducer.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/14/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1662 ml, indicating the home patient (hp) drained 1662 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was 4162 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse manager on 1/5/2011 to notify her of the incidents of iipv that were found during the device evaluation. The nurse stated that she would pass along the information to the home patient (hp)'s nurse.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.